Manufacturer narrative:
Model number/catalog number: 720185-01, batch/lot number: 847895008 model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced fluid leak due to a perforation that exposed the dacron mesh on the right cylinder of a 5 year old inflatable penile prosthesis (ipp). A replacement surgery was performed. The patient was reported to be doing well. No more information available at the moment. Should additional information become available, it will be provided.